Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "the omega 3 system was chosen to provide fixation of an intertrochanteric fracture on a male trauma patient of unknown age. The omega 135° guide was used to insert the omega guide pin. Omega reamer and omega tap were used before insertion of lag screw. An omega 3 lag screw (95mm) was implanted over the omega guide pin. The surgeon decided to exchange it for a longer lag screw. The rear part (screw/ driver interface) of the 95mm lag screw was visually deformed after extraction. An omega 3 lag screw (105mm) was then inserted over the guide wire. During insertion, the distal (rear) part of the screw began to deform (at the screw/ driver interface). The deformation was visualized by the surgeon. The surgeon attempted to install the omega 3 stabilization plate onto the lag screw without success. The lag screw screwdriver was not able to remove the damaged lag screw. A conical extractor was used to successfully remove the lag screw. A new omega 3 lag screw (100mm) was then inserted over the guide wire. The omega stabilization plate did not fit the bone to the surgeon's liking and was replaced with an omega short barrel hip plate 135°, 2 hole. X (4.5 x 40mm) screws were inserted through the plate into the femur shaft to secure the plate to the bone." Additionally reported: "surgery was prolonged about an hour and a half because of the implant malfunction."